Manufacturer narrative:
(B)(4). Date sent: 12/5/2024 d4: batch # unk additional information was requested, and the following was obtained: is there an indication of how the product was distributed? Assuming west coast medical based on account history. Nothing definitive. ¿ is there any indication of the source? See above ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? See above ¿ was the device used on a patient? If so, was there any patient consequence? Yes. And no patient consequence, able to remove and open new stapler. ¿ is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Not available ¿ how many devices are suspected to be diversion? Unknown this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device on a surgical table, with a green reload loaded, the jaws and closure trigger in opened position and the firing trigger was broken. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The second and third photo shows the jaws with a green reload loaded and appears to be a staple in the pockets of the reload on the proximal end. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 194d79, and no non-conformances were identified.

Event description:
It was reported that during a prostatectomy procedure that while firing on the dorsal vein the firing handle snapped when attempting to fire. Device was removed and another like device was used to continue with the procedure. There were no adverse consequences for the patient.